Event description:
The implantable neurostimulator moved and was pressing tightly against the skin of the patient, causing him a lot of pain when he lay down. The pain came from the area on top of the implantable neurostimulator. Neurostimulation was not addressing the correct painful areas. The device was replaced due to overdischarge. Please see MFR. Report # 3004209178-2009-01784. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.